Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a partial post-operative active electrode migration out of the cochlea. Further the recipient experienced facial nerve stimulation, which might be caused by extra-cochlear stimulation in the middle ear. Further proceedings are currently unknown.

Event description:
The user has reported that the sound quality has decreased and is experiencing facial nerve stimulation. The user went to the clinic for follow-up on (B)(6) 2025. Audiologist has the user scheduled to return (B)(6) 2026 to disable extracochlear electrodes.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Based on the information received from the field, the device was not providing benefit to the recipient due to a partial post-operative active electrode migration out of the cochlea. Further the recipient experienced facial nerve stimulation, which might be caused by extra-cochlear stimulation in the middle ear. This is a final report.

Event description:
The user has reported that the sound quality has decreased and is experiencing facial nerve stimulation. The user has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has reported that the sound quality has decreased. The user went to the clinic for follow-up on (B)(6) 2025. Audiologist has the user scheduled to return on (B)(6) 2026 to disable extracochlear electrodes. The surgeon reported that they could consider explanting and reimplanting.